Event description:
As reported by the user facility: incident description: infusing sodium bicarb infusion for methotrexate protocol to help alkaline the urine. Pump alarms air and infusion is stopped multiple times. Have followed all suggestions from b braun help line and still unable to stop the pump from alarming air. Did try to wipe with alcohol swab as per b. Braun rep suggestion but only lasted 45 mins and then started alarming air. This has happened multiple times throughout this shift with this infusion and has happened with other sodium bicarb infusions which disrupts our regimen to alkaline the urine to ensure patient is protected from chemotherapy.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.